Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had to go to the ER last night because they could not pee or poop. Patient stated they got a message on the handset that said the internal battery was not working. Agent walked patient through communicating with the implanted neurostimulators and patient reported seeing a message that the internal device battery is low and to contact the clinician. Patient dismissed the message and verified that therapy is on at 10.4 on program 5. Agent reviewed that the battery is getting low due to high amplitude settings. The patient was redirected to their healthcare provider to further address the issue. Notified field staff via email.